Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for unknown indications for use. It was reported that the patient got sick with covid and within a week lost 30 pounds. Due to the weight loss the pump started "flying around", "turning in circles in my stomach and not laying right".  The caller stated that "where the catheter is connected into my spine, it's burning like acid" and that the pain was excruciating.